Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure before connecting the left ventricular (lv) lead, the physician decided to try and pull some slack out of the lv lead. While advancing the stylet for support, the lv lead accidentally pushed across the valve causing the lead to dislodge and pull back in the coronary sinus. Due to a long case, it was decided to close the patient and bring the patient back at a later date. During the revision procedure of the lv lead, it was noticed that the right atrial (ra) lead had microdislodgement. After advancing the lv lead back into position and securing it, the ra lead was repositioned without difficulty. The lv lead and ra lead remain in use. No patient complications have been reported as a result of this event.